Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experienced a fall.

Manufacturer narrative:
The exact condition of the component is unknown as it remains implanted and therefore, was not returned for review. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the patient fell and this likely contributed to the reported event, but a definitive root cause cannot be determined with the information provided.